Manufacturer narrative:
Device is an instrument and not implantable. Evaluation is pending.

Event description:
Female tip of sequoia modular screwdriver cracked as surgeon was seating screw. Additional information received from the sales representative on 27 oct 2009. A male patient with a history of diabetes and osteopenic bone was undergoing a primary tlif on l2-s1 on (B) (6) 2009. As the surgeon was implanting the first screw, the female tip of the driver cracked. Since the tip of the driver cracked, there is a potential for intervention should the crack extend to a break which is a malfunction that has occurred in the past. The sales representative had another driver which the surgeon used without further complication. There was no surgical delay and no harm to the patient.